Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and moderately calcified vessel. A 4.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 17 to 18 atmospheres in less than 30 seconds, the balloon ruptured. The procedure was completed with this device. There were no patient complications nor injuries reported.